Event description:
It was reported in a clinical study that the patient previously underwent an initial shoulder replacement procedure. Subsequently, the patient developed aseptic glenoid loosening and pain without a known inciting event. No medical or surgical intervention has been undertaken at this time, and the patient is currently under observation. The device remains implanted. No further information is available.

Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm: (B)(6), 320-40-00 - 145-deg pe 40mm hum liner +0: (B)(6), 320-10-00 - eq rev tray adapter platray +0: (B)(6), 320-31-40 - glenosphere, 40mm: (B)(6), 320-35-07 - sm sup/posr aug glen plate,left: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.